Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b14 (to capture DHR), d9, h4. Corrected: h3. H3, h4, h6: product investigation. The product was returned to depuy synthes for evaluation. Upon visual inspection of the returned device, there was insufficient evidence to confirm that loose occurred, as no x-rays were provided. The device exhibits normal wear damage at the inner screwdriver holder consistent with implantation and explantation procedure. A dimensional inspection for the single-inner setscrew was not performed due to post-manufacturing damage. A functional evaluation was unable to performed due to mating devices were not received to assess the interaction of the devices. The overall complaint was not confirmed as the observed condition of the single-inner setscrew would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 179702000. Lot number: 387110. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-dec-2023. Manufacturing site: jabil le locle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d2: additional product codes: kwp, kwq, mnh, mni, and osh. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a depuysynthes sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a posterior fusion (th4-l4) for scoliosis on (B)(6) 2024. The rod was visually confirmed to be out at the time of the first surgery. The fastening was done with a torque screwdriver. The surgery was completed successfully with no surgical delay. Postoperatively, the l4 left set screw loosened and rod dislocation was observed at that site. The second surgery was scheduled on (B)(6) 2024 for refusion. The surgeon suspects that there was cross-threading of the set screws. Patient was stable. This report is for a set screw. This report is 1 of 1 for (B)(4). Additional impacted product devices are captured on related complaint (B)(4).